Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of reproductive tract disorder ("gynecological disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure insertion, the patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced reproductive tract disorder (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with surgery (salpingectomy and/or hysterectomy with general anesthesia). Essure was removed. At the time of the report, the reproductive tract disorder, gastrointestinal disorder, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, nasal disorder, pharyngeal disorder, reproductive tract disorder and rheumatic disorder to be related to essure. Diagnostic results: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: reproductive tract disorder: the analysis in the global safety database revealed 8 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("salpingectomy and/or hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure insertion, the patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), reproductive tract disorder ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with surgery (salpingectomy and/or hysterectomy with general anesthesia). Essure was removed. At the time of the report, the medical device removal, reproductive tract disorder, gastrointestinal disorder, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, medical device removal, nasal disorder, pharyngeal disorder, reproductive tract disorder and rheumatic disorder to be related to essure. Diagnostic results: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 799 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 12-apr-2018: the case will be deleted from bayer pv database. Nullification reason: this case was identified as duplicate of case (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("salpingectomy and/or hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: prior to essure insertion, the patient had regular gynecological follow ups and no remarkable medical history that could foresee such a deterioration of health status. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), reproductive tract disorder ("gynecological disorders"), gastrointestinal disorder ("gastrointestinal disorders"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with surgery (salpingectomy and/or hysterectomy with general anesthesia). Essure was removed. At the time of the report, the medical device removal, reproductive tract disorder, gastrointestinal disorder, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown. The reporter considered ear disorder, gastrointestinal disorder, general physical health deterioration, medical device removal, nasal disorder, pharyngeal disorder, reproductive tract disorder and rheumatic disorder to be related to essure. Diagnostic results: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 799 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 9-mar-2018: upon internal review, event "salpingectomy and/or histerectomy" was added and regarded as incident, event "reproductive tract disorder" was downgraded to other event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.